Manufacturer narrative:
A picture was returned showing a filter where leakage can be seen coming from the filter vents. The complaint of leakage can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported there was leakage. It was also stated that, two cases were combined for reporting. There was unknown patient involvement and unknown patient harm. This report captures 2 occurrences.